Event description:
It is reported that the customer had high blood glucose levels of 178 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer reported that she could not stop the insulin pump from beeping so the customer had to remove the battery of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.